Event description:
Boston scientific received information from the field representative that the patient got multiple shocks (four) and anti-tachycardia pacing (atp) from this implantable cardioverter defibrillator (ICD) due to a heart rate above 150 beats per minute (bpm), an indication of sinus tachycardia. The patient was in a monitor only (mo) in ventricular tachycardia (vt) - 1 zone, vt 150 and vf 190. The company representative discussed turning off or extending sustained rate duration (srd) in the ventricular tachycardia (vt) zone. Additional information received from the field representative stating that the therapy led to exhaustion and srd in vt zone was turned off. The defibrillator remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.